Event description:
It was reported to philips that the device displayed a co2 equipment malfunction inop. It was reported to philips that the alleged failure was observed while the device was in use. However, no adverse patient impact was reported by the customer.